Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted, that the female connector was separated from the main body of the returned transfer set. The reported condition was verified. The cause of the event was determined, to be an insufficient solvent bond applied, during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a peritoneal dialysis transfer set separated from the main body. This event occurred during the draining process of peritoneal dialysis therapy. To resolve this issue, the peritoneal dialysis transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.